Manufacturer narrative:
Ddbb1d1 implanted: 2014-04-04. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for the right ventricular (rv) lead due to high rv and superior vena cava (svc) impedance. In addition, the current electrogram indicated noise. A lead fracture was suspected. The rv lead was capped and replaced on the opposite side due to occlusion. No patient complications have been reported as a result of this event.